Event description:
It was reported that when using the bd pyxis¿ es server multiple issues occurred when medications were crossing over. Medications were printing on their worksheets and not on the queue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the medications were not crossing into logistics queue. A technical support specialist (tss) resynchronized the databases and verified that the counts were correct. This explains why the report initially showed an item needed to be refilled-when counts were mismatched, the interface does not trigger the item in the report. The system functioned as intended after the technical support specialist troubleshot the device.